Manufacturer narrative:
A da vinci product was not returned to intuitive surgical, inc. (Isi) for evaluation. There is no indication that the customer-reported complication of inadvertent injury to the common bile duct was related to a product issue. There was no allegation that a malfunction of the da vinci system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, an inadvertent injury to the common bile duct occurred. The surgeon reported that there was an incorrect identification of the anatomy. The patient has a history of multiple comorbidities including cirrhosis and morbid obesity. The procedure was aborted and the patient was transferred to a tertiary care center where an open cholecystectomy with hepaticojejunostomy was performed. The patient was discharged 13 days later in good condition. The surgeon reported that there no issues or malfunctions during the procedure.